Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he went through infusion set and his blood glucose wouldn't come down. Customer also used insulin pen and the blood glucose wouldn't lower. Customer woke up with blood glucose 11 mmol/l and when he changed the set it was 28 mmol/l, then it went up to 33 mmol/l. He started to use the pen and it went to 8.0 mmol/l and this morning it was 4.0 mmol/l. Customer ate and then used insulin pump to lower blood glucose. He called back and his blood glucose went up to 17 mmol/l. Troubleshooting was performed on the insulin pump and no anomalies were noted. Customer declined to check settings on the device. High pressure test was performed and the device passed. Customer's was advised to do a complete set change and to reach out to the customer's doctor. The device is not returning for analysis.